Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and wanted to have a self check on the insulin pump. The father stated that the insulin pump alarmed no delivery and insulin was exiting. It was stated that the customer was correcting by eating snacks. It was stated that the customer was experiencing high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 150mg/dl, and he was treated with an insulin drip. The programming, time, and date were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.